Manufacturer narrative:
On 7/2/2019, the mentor failure analysis lab has received the device for evaluation. Mentor became aware that the device that had deflation was really the left side device. Mentor also became aware that the correct date of bilateral implant explantation was on (B)(6) 2019. In addition, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (left) 380cc mentor smooth round high profile saline catalog: 3503380 lot: 7702743 sn: (B)(4) and (right) 380cc mentor smooth round high profile saline catalog: 3503380 lot: 7704854 sn: (B)(4). This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient only suffered deflation on the right side. The pain and burning feelings that the patient experienced on both breasts are going to be reported on the left side. This medwatch form is for the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor became aware that the incorrect awareness and due dates were indicated in the follow up report sent on (B)(6) 2019. The correct awareness date for the correction sent in that follow up was (B)(6) 2019 and the correct due date was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 325cc mentor smooth round moderate plus profile saline breast prostheses, experienced bilateral pain, burning on both breasts and deflation post-operatively. As a result, the patient was scheduled for bilateral removal on (B)(6) 2019. This medwatch form is for the right breast prosthesis.